Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Effective therapy was restored following the procedure and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a " low battery" warning message on her (B)(6). The patient states the issue has been ongoing since (B)(6)2017. The patient also states she is experiencing pain. However, it was noted the patient has not lost stimulation. Regardless, the patient will consult with a physician regarding surgical intervention as the next course of action.